Manufacturer narrative:
Correction to missing h11 statement. The reported events were cardiac perforation and helix mechanism issue. As received, a complete lead was returned in one piece. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an over torqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
It was reported that the patient presented in clinic due to dizziness. Device interrogation revealed cardiac perforation and unexpected helix rotation issue on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.